Event description:
It was reported that the patient¿s device stopped working three months after implant and she wanted the device removed. The patient stated her doctor told her she needed ¿authorization from the manufacturer¿ to have the device taken out. It was further reported the patient was still having concerns with their device or therapy but had not sought further help. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 37746, serial# (B)(4), product type: programmer, patient. Product ID 37754, serial# (B)(4), product type: recharger. (B)(4).